Manufacturer narrative:
Based on the current information provided, there is no indication that the da vinci device directly caused the event. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the device logs for the vessel sealer extend (vse) instrument associated with this event was performed by an isi failure analysis engineer (fae). The following additional information was provided: the device logs showed that the vse instrument was installed 4 times, and it passed homing 4 times. A total of 6 cut complete events and 4 seal events were recorded. No e100 logs were recorded, as an incompatible generator was used with this instrument. The system logs showed the following 2 engagement failures: ¿installed vessel sealer extended failed to engage on usm4 (wrist pitch axis failed to engage).¿ these errors may or may not be related to the customer complaint. The instrument was used for about 24 minutes.

Event description:
It was reported that during a da vinci-assisted biliary diversion procedure, in which the omega loop was transformed to a y loop, the vessel sealer extend (vse) instrument was automatically activated while gripping tissue, causing burn damage to the patient's jejunal loop. The damaged tissue was repaired with 2 sutures and vicryl. There was no unplanned tissue removal as a result of this issue. The issue occurred while the small bowel was being manipulated. The vse instrument was connected to an incompatible storz generator, with a default auto-start bipolar setting. When the surgeon gripped the tissue, coagulation began automatically, with no action on the pedals. This occurred twice before the customer contacted a technical support engineer (tse). The surgeon did not recall if the system's user interface correctly displayed information about the activation status and instruments on each arm. The issue was resolved by plugging the vse into a compatible intuitive generator, which was being used for a bipolar forceps instrument, and the procedure was completed robotically. Per the surgeon, the patient is doing very well. Following a call at the end of the case, the customer agreed the issue was user induced.